Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016 the representative further reported information received from the health care provider who indicated that the dose was approximately 3.3mg/24hours, a bolus 0.2mg with a lockout of 2 hours and 30 minutes with a maximum of 3 per 12 hours and maximum of 5 per 24 hours. Reportedly, after the initial interrogation, after the alarm was noticed by the patient, there was only one stall noted. There was no 'pump period may exceed tube set' message and the logs were not available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a representative regarding a patient in the (B)(6) who was receiving hydromorphone 10 mg/ml at an unknown dose via an implantable pump. The lot number,concomitant medications, and medical history were not obtainable. It was reported that the patient noticed pain symptoms returning, was not receiving therapy, and that the pump was beeping. When a consultant interrogated the pump, it was discovered there had been a pump stall with no recovery. The event date was reported as (B)(6) 2015. The consultant could not clear the stall and restart pump. The consultant checked if the patient had been anywhere with large industrial magnets which may have interfered with pump but the patient had not been exposed to this type of environment. The patient was given oral medication. The health care provider was aware that the drug used in the pump was considered off-label use. The implant date of the pump was not known but the elective replacement indicator (eri) was 81 months. It was decided to explant and replace the pump and this occurred on (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury. The resolution of the issue at the time of the report was reported as unknown. However, the patient reportedly was now getting on well with the new pump. Additional information was requested to verify number of stalls, tube set message, and log availability. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.